Manufacturer narrative:
An engineering evaluation did not detect any product related deficiencies. It was determined that the surgeon did not properly line up the nut and the polyaxial post on the hemi screw prior to threading. When properly aligned, this type of failure will not occur. Complete details available in the attached evaluation summary. The isobar ttl versatile lumber osteosynthesis posterior system is designed to meet the most complex indications for trauma, tumor and degenerative spine surgeries. Isocar ttl instrumentation enables versatile vertebral fixation to be achieved using hooks or pedicle screws. Perfect screw alignment is possible through innovative clamps.

Manufacturer narrative:
The device in question was manufactured by a foreign manufacturer which is wholly owned by alphatec spine. An evaluation of the non-conformity is currently being conducted. Upon completion, a follow-up report with results of the investigation will be submitted.

Event description:
During a planned surgery to extend an existing fusion of the l1-s1 to the t12, four hemi nuts failed to advance on the posted screw while the fifth became cross-threaded. The cross-threaded nut could not be completed advanced to properly lock down the construct causing the screw to begin to back out. The surgeon removed and replaced the screw with an alternate size but felt placement was compromised therefore it was removed. As a result, it was deemed necessary to add additional screws to the t11 vertebral body in order to guaranty a secure and rigid structure. The additional steps taken to ensure a sound construct extended the case approximately 90 minutes.